Manufacturer narrative:
Suspect UDI: ni.

Event description:
A failure to program event was reported with the physician's programming system and the patient's generator. Troubleshooting was performed and it was suspected that the serial cable was malfunctioning and causing the issue. Replacement cables were sent and tried with the tablet and wand. The replacement cables did not resolve the issue. The nurse then indicated that she had to hold the cables in a certain orientation for a connection to be made with patients' devices. A replacement tablet was then shipped. The physician's tablet has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Description of event: "based on the results of product analysis it appears that the cause of the communication issues were related to wear and not inadequate strain relief in the wand¿s serial data cable.¿ this information was inadvertently reportedly (B)(4). This information was inadvertently reportedly incorrectly on mfg. Report #1.

Event description:
Based on the results of product analysis it appears that the cause of the communication issues was related to wear and not inadequate strain relief in the wand¿s serial data cable.

Event description:
The wand and tablet were received. It was noted upon receipt that the ac power adapter and the usb serial cable were not returned. Analysis on the tablet found that the tablet performed to functional specification and there were no anomalies observed with the tablet port. During analysis on the wand it was noted that the serial data cable had an intermittent conductor at the handle. This caused the wand to communicate intermittently with a demo generator in the pa lab. The serial data cable was replaced with a known functioning serial data cable and the wand then performed to functional specification. Therefore it appears that the cause of the communication issues was the inadequate strain relief in the wand¿s serial data cable. No other anomalies were observed.